Event description:
It was reported to philips that the device was unable to perform exposure. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use when the issue occurred. The philips field service engineer (fse) went onsite and confirmed that the device can only make fluoroscopy but cannot make exposure. The system logfiles were checked and troubleshooting found that the ippc hard disk error. The fse repaired the connection by directly connecting the hard disk to the motherboard. A similar issue (disk bay fault) occurred on march 1, 2024 (case (B)(4); pr# (B)(4)), and the fco (fco72200566) was implemented to replace the disk bay in the affected pcs. After the repair, the system was tested and returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. It was confirmed that the system was outside of clinical use when the issue occurred. As per the instructions for use, the responsible organization of the allura xper fd series equipment must institute a routine user checks program. The responsible organization of the allura xper fd series equipment shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. Based on the investigation results, philips concluded that the complaint is not reportable.